Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint. And completed the device evaluation. Failure analysis found the instrument had a broken distal tip. The distal tip measured approximately 0.150 x 0.188 and was not returned with the instrument.

Event description:
It was reported, that during a da vinci-assisted low anterior resection surgical procedure. The suction irrigator tip got dislodged while the surgeon was dissecting. And the tip of the suction irrigator tip fell out, but stayed attached by a string. The customer was reportedly, able to safely remove the product without any pieces falling into patient. The procedure was completed with no reported injury.